Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a force sensor test failure. Per reporter, it failed to load v1.6.5 software and it went into green screen and could not be fixed via tsm procedures. The event occurred during testing and at the hospital. The steps taken to resolve the issue was reload firmware software, remove battery, and the device discharge. There was no patient involvement.